Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. The letter states the dentist stopping aligner treatment, has seen changes in the patient's periodontal health, and this needs addressed before proceeding with treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.